Event description:
It was reported that the obturator would not fit into the 3.0 ped tracheostomy tube during insertion. Another 3.0 ped tracheostomy tube was put in place successfully. It was reported that there was no patient harm or treatment needed.

Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the tracheostomy tube for failure investigation has been requested. The lot number was provided and the manufacturer will review the lot history records. If the tube is returned and failure investigation results provide new or significant information, a follow-up report will be submitted.